Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump that is appearing repeatedly on the screen. Customer's blood glucose level was 140 mg/dl. Customer was asked to disconnect the quick set from the body. Customer tried to give 5 units and the pump did not show a no delivery. Customer was asked to try a new infusion set and to change sites. Customer called again and the pump gave the same alert during bolus and basal. Customer received replacement pump. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.